Event description:
Patient stated that they experienced fractured tooth and bite concerns due to Byte aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 CFR Part 803.